Event description:
A hospital in (B)(6), reported to a fisher & paykel healthcare ('fph') clinical product specialist that an mr290hfv autofeed humidification chamber cracked when used in a set-up involving the sensormedics 3100b high frequency ventilator, fisher & paykel healthcare mr730 respiratory humidifier, 900mr555 heater wire adapter and the 3100b adult oscillatory breathing circuit. The patient was being administered oxygen therapy at the time of the incident. The mr290hfv chamber cracked after approximately 20 hours of use. Water leaking from the cracked chamber alerted medical staff of the incident. The hospital further reported that the ventilator parameter settings being applied were as follows: amplitude - 79. Inspiratory time - 33%. Frequency - 6.5 hz. Bias flow - 40 lpm. Mean airway pressure (map) - 28. Power - 7. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The hospital further advised that upon receipt of the mr290 chambers, each chamber is further removed or decanted from its original packaging onto an open wire cart and subsequently stored (in the cart) in the ICU at room temperature. A lot check has indicated no other complaints involving cracked mr290 chambers for the lot number provided. Conclusion/analysis: from the details provided as per the above mentioned questionnaire, this appears to be a known problem of mr290 chambers cracking as a result of oscillatory stresses induced on the chamber dome when it is used in conjunction with the sensormedics 3100b high frequency ventilator. Design improvements were made to the mr290 chambers which resulted in the mr290hfv variant to be used in high frequency application. This reduced the incidence of cracking with most high frequency ventilators bud did not eliminate the problem entirely with some problems occurring when the chamber is used with sensormedics 3100b ventilator. A CAPA to further investigate the problem of cracked chambers when used in conjunctions with high frequency oscillatory applications, in particular, use of the mr290hfv chamber with the sensormedics 3100b ventilator is ongoing.